Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the patient's hemolysis was unknown. A transesophageal echocardiography (tee) was performed which did not show any evidence of pericardial effusion or tamponade. At baseline the left ventricular assist device (lvad) was operating at 4900 rpms. The patient was noted to have small left ventricle cavity size, and severely decreased left ventricular systolic function. The interventricular septum was bulging to the left ventricle. Systolic motion of the anterior mitral valve leaflet was noted. The aortic valve was noted to be close at every beat. There was mild continuous flow despite the aortic insufficiency. Lvad inflow canula flow was directed towards the mitral valve. The patient was experiencing trace mitral regurgitation. Mild right ventricular cavity dilation and mild right ventricular systolic function were occurring. Mild tricuspid valve regurgitation and pulmonary valve insufficiency were also noted to be occurring. There was no evidence of patent foramen ovale noted when using a color doppler. No atherosclerosis was noted in the thoracic aorta. The patient received 250 ml ns bolus twice. Lvad speed was decreased from 4900 rpm to 4700 rpm. The interventricular septum was still bulging to the left ventricle, but a reduced amount. Systolic function of the anterior mitral valve leaflet was now every other beat or every three beats. The final speed of the vad was 4700 rpm. At the time of the event the patient was stable.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 lists hemolysis and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 5 warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvas will not be able to provide the intended flow. This section also includes information on de-airing the pump and cautions that apposition between the myocardial tissue and the cuff felt must be continuous and sufficiently forceful to prevent bleeding. Section 6 also outlines the recommended anticoagulation therapy and inr range (under "anticoagulation"). A specific cause for, as well as a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists hemolysis (not associated with suspected device thrombosis) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. The document warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvas will not be able to provide the intended flow. In addition, the IFU also includes information on de-airing the pump and cautions that apposition between the myocardial tissue and the cuff felt must be continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during left ventricular assist device (lvad) implant the patient began to experience moderate aortic insufficiency (ai). Cardioplegia was originally planned, but the patient was not stable enough during surgery for the surgeon to address the ai. A plan of care would be established in the following days. When the heartmate 3 sewing ring was attached moderate bleeding occurred. The patient was also noted to have tea colored urine during surgery, which indicated hemolysis. The surgeon added additional sutures to anchor the pump after inflow evaluation. Overall, the patient was on bypass for 120 minutes.